Event description:
It was reported that the patient had difficulty charging due to poor coupling, even after the use of antenna locate. The inferior edge of her battery was implanted too deep, so a pocket revision was done on (B)(6) 2014. Impedance testing was also done. Good/full coupling (at least 6 bars) was achieved post operatively with no pressure applied to the battery site. The patient¿s status was alive with no injury and no further intervention was planned.

Manufacturer narrative:
Concomitant products: product ID 97754, serial # (B)(4), product type recharger; product ID 97740, serial # (B)(4), product type programmer, patient; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead. (B)(4).